Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient presented to the clinic with recurring lightheadedness. Upon interrogation of the device, there was intermittent noise seen on the right ventricular lead causing pacing inhibition. Inappropriate detection, sensing integrity count, non-sustantined ventricular tachycardia, and burst pacing were also noted in the device memory. The lead was capped and replaced. The device was explanted and replaced. No patient complications were reported as a result of this event.